Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation. Patient advised the area was itchy and skin felt burning. There was no alleged device malfunction contributing to the irritation. Patient reported that she is a certified nursing assistant and adjusted the position of the lifevest. Follow up indicated that the skin irritation has improved.